Event description:
Canceling as duplicate of 0002249697-2025-00085. It was reported that ¿trunnionosis of hip implant - resulting in broken implant needing to be revised surgically¿. This event was reported to stryker canada by health canada via mandatory hospital reporting: health canada reference #: (B)(4).

Manufacturer narrative:
This MFR report #0002249697-2025-00063 was found to be a duplicate of MFR report # 0002249697-2025-00085. All data for this patient's experience will be captured under MFR report # 002249697-2025-00085. This product inquiry is being closed as a duplicate.

Event description:
Canceled in error as duplcate of 0002249697-2025-00085. Additional details are provided in h11. It was reported that ¿trunnionosis of hip implant - resulting in broken implant needing to be revised surgically¿. This event was reported to stryker canada by (B)(6) via mandatory hospital reporting: health canada reference #: (B)(4).

Manufacturer narrative:
This MFR report #0002249697-2025-00063 was mistakenly identified to be a duplicate of MFR report # 0002249697-2025-00085. This supplemental is to rectify the correction. An event regarding disassociation involving a metal head and stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: no medical history or labeled/dated medical records were provided for review. No radiographs were provided for review. Based on the pi report and unlabeled/undated materials a tha was performed with an accolade stem and v40 cocr hip. The patient was discharged uneventfully. No records of post operative care for the asserted revision surgery, trunnionosis and/or implant fracture were provided. Event confirmation: a tha can be confirmed. Trunnionosis, implant fracture and/or revision surgery cannot be confirmed. Root cause: the root cause for the tha was oa with ho. The root cause of the unconfirmed revision surgery cannot be ascertained. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been 1 other similar events for the lot referenced. (B)(4) also relates to disassociation. Conclusions: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: no medical history or labeled/dated medical records were provided for review. No radiographs were provided for review. Based on the pi report and unlabeled/undated materials a tha was performed with an accolade stem and v40 cocr hip. The patient was discharged uneventfully. No records of post operative care for the asserted revision surgery, trunnionosis and/or implant fracture were provided. Event confirmation: a tha can be confirmed. Trunnionosis, implant fracture and/or revision surgery cannot be confirmed. Root cause: the root cause for the tha was oa with ho. The root cause of the unconfirmed revision surgery cannot be ascertained. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that ¿trunnionosis of hip implant - resulting in broken implant needing to be revised surgically¿. This event was reported to stryker canada by health canada via mandatory hospital reporting: health canada reference #: (B)(4).